Event description:
Information received notes that the patient presented for a routine follow-up with a ventricular paced rate of 60 ppm. Magnet application revealed a paced rate of 30 ppm. Inter- rogation was successful, however, dashes (---) were noted for random parameters including the sensor parameters. Measured battery data was 2.6v, 11ua, 6 kohms. The outputs were reprogrammed but the dashes remained. At the end of testing, the battery voltage dropped to 2.45v.